Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an octopus tissue stabilizer, it was reported that the device broke when the surgeon was adjusting the angle of the suction cup in front of the tissue fixator. The device was used in the extracardiac coronary artery bypass surgery to fix the heart and facilitate the surgeon to perform the operation. In the off-pump coronary artery bypass surgery, the patient had a high surgical risk. If the metal of the suction cup broke, the heart could not be fixed, and coronary bleeding was easy to occur during the anastomosis, endangering the patient's life. The device was replaced urgently to complete the procedure and continued to free the coronary artery vessels to successfully complete the operation. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that the broken piece did not fall into thepatient. There was no damage to the packaging (outer box, inner packaging or sterile barrier). Other devices in the same box/shipping container were not damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.